Event description:
Boston scientific received information that this device displayed a monitoring voltage of 2.19v with a charge time measurement of 30.0 seconds. The health care professional (hcp) was attempting to deactivate tachy therapy prior to the device changeout procedure, however, was unsuccessful. It was then noted that the device was in storage mode and this feature was unavailable. Technical services was consulted and discussed that the device was safe to be explanted in this condition. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.